Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patien lost consciousness while at home. Her daughter called an ambulance and when paramedics arived, the bg was 40 mg/dl while the cgm was 174 mg/dl. The patient would not regain consciousness when paramedics were with her and she was transported to the hospital. At the hospital, the doctor provided the patient food to increase her blood sugar. The patient was in the hospital for about 6-7 hours. At the time of the report, the patient was feeling tired. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.